Event description:
The customer is requesting the device to be inspected as data was not recorded. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.